Event description:
Additional information was received as a copy of the death certificate that indicated the cause of death was suicide (B)(6). The patient was buried however it remains unknown if the vns was buried with him. The neurologist's office did not have any information on the patient's death and were not aware of the cause of death but felt that the patient's condition had been declining as his epilepsy did not respond to medication or vns therapy. The relationship of the patient's suicide to vns is unknown. An autopsy was performed however attempts for additional information from the medical examiner's office have been unsuccessful to date.

Event description:
It was reported that the patient had recently passed away. The physician did not have any additional information at the time of the report but was attempting to learn more. The physician indicated that the patient's seizures were never controlled well with medication or vns therapy. The physician reportedly had several co-morbidities as well. Attempts for additional information and a copy of the death certificate are in progress. The funeral home indicated they were unsure if the patient's device was explanted prior to the patient's final disposition.